Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number:(B)(4).

Event description:
Hamilton medical ag received the following incident description: device alarmed with technical fault 5507 during ventilation of a patient.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device alarmed with technical fault 5507 during ventilation of a patient.